Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer advised the customer to examine the system, resulting in the successful retrieval of the drawer. The device functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system had drawer failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.